Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 3.00 x 16 mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Stent struts from the mid stent region were noted to be lifted and pulled in all directions. The undamaged stent was measured using a snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion.

Event description:
It was reported that stent damage occurred. The 90% stenosed, 28mmx3.0mm target lesion was located in the severely tortuous and calcified left anterior descending artery. A 3.00 x 16 synergy drug-eluting stent was advanced for treatment. However, during procedure, it failed to cross the lesion and it was noted that the tip of the stent struts were lifted up. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.

Event description:
It was reported that stent damage occurred. The 90% stenosed, 28mmx3.0mm target lesion was located in the severely tortuous and calcified left anterior descending artery. A 3.00 x 16 synergy drug-eluting stent was advanced for treatment. However, during procedure, it failed to cross the lesion and it was noted that the tip of the stent struts were lifted up. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.